Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the ventilator at the manufacturer's service center, the external flow sensor malfunctioned. The component will be cleaned to address the issue.